Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient underwent explant of the rns system (neurostimulator and all leads) and a polyetheretherketone (peek) implant (non-neuropace product) on (B)(6) 2020 in response to a chronic deep incisional infection. In addition to the explant, additional treatment included 2 weeks of IV antibiotics. No additional information was provided by the treating center.